Event description:
It was reported that the 6600 system intermittently would not fluoro during a case. The 6600 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, camera, image intensifier board, and the power supply were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.